Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed a puddle of fluid under reagent probe a and noted that the reagent tray was wet. The fse replaced the vacuum waste valve on reagent probe a, and tightened all tubing fittings to resolve the issue. The fse verified the repair as per established procedures and results met published specifications.

Event description:
The customer reported obtaining erroneously low blood urea nitrogen (bun) results, for two (2) patient samples, involving the unicel dxc 600 synchron system. The customer stated that the results were reported out of the laboratory for one patient. When the issue was noticed, the customer repeated the samples on the same instrument and obtained higher bun results for both samples. There was no change or affect to patient treatment in connection with this event. Quality control (qc) results prior to the event was within the laboratory's established ranges. The customer stated that qc results following the event was out of range; however, a review of the instrument's qc log indicated that qc was within range except for later in the day when the instrument generated a low flier for the low level qc.